Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage at site event on (B)(6)2024. Infusion set has been used for 6 hours. The blood glucose level was 215 mg/dl. Issue resolved by replaced infusion set and resumed insulin successfully. No further information available